Event description:
It was reported that following a pulsed field ablation (pfa) procedure the patient experienced chest pain. Following a procedure where a farawave 2.0 nav cath 31mm - ous catheter was selected for use. The patient experienced chest pain, exacerbated by deep inspiration and the supine position, relieved by forward flexion, suggestive of post-procedural pericarditis. To treat the condition oral medication adjustment was prescribed for a week. No prolonged hospitalization was required. It's unknown if the device will return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.